Event description:
The event is reported as: the customer alleges that the unit has no audible alarms. The alleged issue was detected prior to pt use and during pre-testing.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, (B)(4). The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.